Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The investigation determined the event was due to sample handling by the user and was resolved by the service actions.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The field service engineer replaced the sample probe as it appeared to have gel from a sample tube. He performed sample probe adjustments, air purges, mechanical checks, and precision which all passed. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas c 503 analytical unit. The initial result was 13.3 mg/dl and the repeat result was 112 mg/dl. A new sample was collected from the patient and the result matched the repeat result of 112 mg/dl. The repeat result was believed to be correct.